Manufacturer narrative:
Date received by MFR: 21nov2019. Customer complaint could not be duplicated. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19sep2019. The manufacturer¿s service technician confirmed the reported ac power issue. The manufacturer¿s international service technician replaced the power supply, power management pcba, and battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Device will only operate on battery. There was no report of patient involvement.